Manufacturer narrative:
(B)(4). Insulin pump alarmed motor error during basic occlusion test due to faulty force sensor system (gold). Unable to perform basic occlusion test, occlusion test, prime, compromised force sensor system test, excessive no delivery test or verify no delivery alarm due to motor error alarm. However, unit passed rewind test and displacement test. Motor passed motor test. Insulin pump had broken battery cap, cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had motor errors and lot of no delivery alarms. The customer¿s blood glucose was unknown at the time of incident. Customer reported that the drive support cap appears normal. Customer was able to complete insulin pump rewind. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.